Manufacturer narrative:
Device analysis summary: visual examination indicates, "no defect observed". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of during injection with juvéderm voluma® xc the syringe "broke at the plastic part where the needle screws into the syringe and the product spilled." Patient contact was made. No indication provided if there was treatment or resolution for the event.